Event description:
The customer's mother stated that the customer was hospitalized several times due to hyperglycemia and diabetic ketoacidosis. The insulin pump was not available to perform troubleshooting. It was advised that the customer revert to a backup plan to treat his diabetes. Nothing further were reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.